Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, determine the device to be underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a sharp break and stress marks, near the site of the break, assessed as surgical impact. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp break due to surgical impact, and missing shell due to inconclusive.

Event description:
Health professional additionally reported "malposition of implant(low)".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.